Manufacturer narrative:
Date sent: 12/9/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a bowel resection, the teflon tip from the shears came off. It was retrieved without incident. Another device was used to complete the case. There were no adverse consequences to the patient.